Manufacturer narrative:
(B)(4). Reported event was not able to be confirmed due to limited information provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona posterior stabilized narrow femoral component, catalog # 42500007002, lot # 62836370. Tibial component, catalog # 42532007502, lot # 63175164. All poly patella, catalog # 42540000035, lot # 63176644. Study name: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00029.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was experienced clicking noise in the operated knee while performing activity. The surgeon has reported this event as not related to the device. This event was tolerated by the patient and no treatment was provided or planned.